Event description:
It was reported, during operative procedure, three plugs were damaged while the surgeon derotated the rods and locking the plugs.

Manufacturer narrative:
Product enroute but was returned yet. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
Visual inspection of the returned plugs confirmed the reported event. One side of the plug threads are damaged and or sheared off. There is also damage along the pentalobe and along the posterior end of the plug where it engages the rod. A review of the manufacturing records indicated that there were no dimensional, functional, or material anomalies reported at inspection. The thread damage is observed to be aligned on one side of the plugs, indicating possible cross-threading. The probable underlying root cause for the reported incident is excessive forces on cross-threaded plugs leading to loss of mechanical integrity and ultimately thread breakage.